Event description:
It was reported that during a coronary angioplasty and stenting treatment procedure, a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending coronary artery. The apex 2.50x15mm balloon catheter was advanced along with a stent balloon to be used for a kissing technique. Resistance was encountered while inserting the device into the target lesion. When the apex balloon was withdrawn, resistance was encountered and the shaft broke inside the pt. The balloon had not been inflated. The entire device was able to be removed together with the guide catheter and the procedure completed with another of the same device without pt complications. The pt's condition post procedure was reported to be "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).